Event description:
The hcp reported that the pump was explanted after 34 months due to "intermittent withdrawals symptoms" since april 2005. The patient noted irritability, fever, tachycardia, increased tone and spasticity. Initially the patient was treated for these symptoms with a bolus and an increase in the daily rate. It is unknown if any device troubleshooting was performed. An intermittent kink or small hole was suspected in the catheter. The pump and catheter were replaced in 2005. Final patient outcome was not reported.

Event description:
The pt was experiencing inability to sleep. Symptoms would reappear every week to 10 days. The pt is reported to be improving with daily dose titration. "No more episodes of withdrawal symptoms since catheter and pump revised."